Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, white particles inner device and delamination of the diaphragm valve. Leak test and microscopic analysis was performed which identified, opening crack on valve seat diaphragm valve, crease flat and delamination of the diaphragm valve diapherm flange disk. Based on the device analysis, the final assessment is: a cracked valve seat diaphragm valve. A delamination partial of the valve diapherm flange disk (adhesive failure).

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.